Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.31¿ x 0.26¿ in size. This failure is most commonly caused by overloading at the instrument tip.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery hook was broken. The procedure was completed with no reported injury.